Event description:
Patient underwent incision and drainage of right below-knee amputation stump for suspected osteomyelitis. Material for culture obtained and transported to clinical laboratory in port-a-cul transport device. As received from manufacturer, device contained nonviable gram-negative bacilli gnr which appeared in gram stain of wound material transported to lab in device. Patient started on ceftriaxone for suspected gram-negative bacilli seen in gram stain. Culture of material grew no microorganisms. Dates of use: (B)(6) 2012.